Event description:
Approx 3 3/4 months after percutaneous coronary intervention (pci) with two cypher stents, the pt returned to the hospital with chest pain and thrombus within the cypher stents was confirmed.

Manufacturer narrative:
This pt presented for emergent treatment due to unstable angina pectoris. Pci was performed on a restenotic lesion (on-cordis bare metal stent) of 5mm in length in a 3.5 mm vessel diameter. The lesion was also described as ostial. Direct stenting was performed with a 3.0x33 mm cypher stent at 28 atm followed by a 3.5x18mm cypher stent, proximal to the first cypher at an overlap. Post-dilation was not conducted. Intra-vascular ultrasound (ivus) was not conducted. The residual diameter stenosis measured 0%. Thrombin inhibition in mycardial infarction (timi) iii flow was recorded pre and post-procedure. Act was not monitored. Pre-procedure medications included aspirin 100 mg/day and ticlopidine hydrochloride 200 mg/day. Intra-procedure medications included heparin 10,000 units, aspirin 100mg/day and ticlopidine hydrochloride 200mg/day. Post-procedure medications included aspirin 100mg/day and ticlopidine hydrochloride 200mg/day. Approx 3 1/2 weeks later, the pt stopped taking anti-platelet therapy for unspecified reasons. Three days later, the pt complained of chest pain and went to the hospital. Coronary angiography was conducted and thrombus was observed in the cypher stents. Aspiration was conducted to treat the thrombus. The physician commented that the possible cause of the thrombotic event was because the pt stopped taking the anti-platelet medication. Please note that this product is not distributed in the united states. However, it is similar to the us distributed. It is also not available for testing and evaluation. A male pt with a history of hypertension, previous pci, hyperlipidemia and diabetes experienced a thrombotic event three months post cypher stent implantations. Initially, the pt was admitted with unstable angina and underwent an emergent angiogram that revealed a lesion in his proximal to mid rca. This pt's advanced age, history and emergent presentation put him at increased risk for mace. Pre procedural medications included asa and ticlid; while intra procedural medications included heparin. Acts were not measured during the procedure. The proximal to mid rca lesion was described as an isr of a non-cordis bms, type b 1, 3.5mm in diameter, 5mm in length and ostial. The safety and effectiveness of the cypher stent has not been established in these types of vessels and/or lesions. The lesion was not pre-dilated prior to the placement of a 3.00 x 33 mm at a maximum inflation pressure of 28atm. According to the IFU, lesions should be pre-dilated prior to the placement of a cypher stent. In addition, the IFU states that the rated burst pressure of the cypher stent should not be exceeded in order to prevent intimal damage or vessel dissection. This was followed by the more proximal and overlapping placement of a 3.50 x 18 mm cypher stent at a maximum inflation pressure of 18atm. The treatment of this lesion was completed with a resultant timi flow of 3 and a residual stenosis of 0%. Of note, it is unclear from the report why this 5mm lesion required in excess of 50mm of stent length to treat. The pt was discharged on medications that included asa and ticlid. Three months after the index procedure, the pt's asa and ticlid were discontinued. It is not known if this was planned event or if it was as a result of an adverse event. Three days later, the pt experienced chest pain. A repeat angiogram revealed thrombus within the previously implanted cypher stents. This was treated with aspiration and the resumption of his asa and ticlid. The products remain implanted in the pt and are thus not available for evaluation. A DHR review of the lot number of the 3.00 x 33 mm cypher stent revealed that the product met requirements for product acceptance. The DHR review of the 3.50 x 18mm stent has not been completed at this time. Thrombosis is a known potential adverse event following stent implantation. According to the procedural physician, the possible cause of the thrombotic event was the discontinuation of the pt's anti-platelet medication. There are pt, vessel, procedural and pharmacological factors that may have contributed to this event. This is one of two products associated with the event that were reported under the following manufacturing numbers 9616099-2007-01514 and 9616099-2007-01515.